Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while plugged into an outlet a pcu displayed a message indicating less than 5 minutes of battery time left, and the message remained regardless of the amount of time the device was charging in the outlet. The device shut down during infusion of 3 vasopressors; a new pcu was obtained and the infusions were reprogrammed. The patient's bp dropped to 50 systolic during this time and eventually recovered. There was no lasting effect on the patient. A battery recondition cycle was run on the device twice and it was put back into service.

Manufacturer narrative:
The customer¿s report of a battery issue (pcu shutting down) was confirmed. The pcu event log showed that at 8:22 am on (B)(6) 2016, the pcu alarmed for battery discharged. At 8:23 am the system was powered on and three of the four previous infusions were restored. At 8:24 am, the pcu alarmed for battery discharged (lb3) and the infusions were paused. The system was then powered off by the user. At 8:25 am, the system was powered on and all four infusions were restored. At 8:26 am the pcu alarmed for battery very low (lb2) and two seconds later it was plugged into ac power. The infusions continued until the devices were channeled off or removed between 8:30 am and 8:34 am. The customer had reported that the message ¿< 5 minutes¿ battery remaining stayed on the screen regardless of the length of time the pcu was plugged into an outlet. Over time as the battery is re-charged after plugging into ac power this message will change from < 5 minutes to < 30 minutes and then to no low battery message displayed. The times for the messages to change and disappear vary related to how much the battery has been discharged. The pcu was powered on when received and the battery runtime displayed was 4.0 hours. A test infusion was run to discharge the battery and the battery runtime displayed was < 5 minutes. The pcu was plugged in and the battery runtime changed from < 5 minutes to < 30 minutes after approximately 30 minutes. The battery runtime changed from < 30 minutes to the normal state after approximately 1 hour and 20 minutes. The pcu was allowed to charge overnight and was then programmed to infuse with 3 test pump modules and 1 test pca module infusing at the same rates as during the reported event. The pcu was removed from ac power to observe the battery warnings. Approximately 4 hours and 40 minutes later, the system alarmed for battery discharged (lb3) with no low battery (lb1) or very low battery (lb2) alarms, and the devices went into a pause state. The pcu shutoff (lb4) approximately 8 minutes later. The battery met the battery runtime specification for a system actively running four infusions. The lack of lb1 and lb2 alarms during this test is believed to be an incidental finding due to conditioning of the battery without then removing and replacing the battery while the device is plugged in. Once this was done, the device alarmed appropriately for both lb1 and lb2 alarms during subsequent testing. It was observed in the pcu battery log that the battery was conditioned by the customer at 1:58 pm on (B)(6) 2016, after the reported event, therefore the received condition of the battery was altered from the condition it was in during the reported incident. The root cause of the battery issue (pcu shutting down) was a depleted battery.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "staff heard an alarm and the IV pump in the patients rooms was alarming that the battery was too low and it was going to shut down. The pump was plugged into the wall and it required shutting down. Staff shut down pump and restarted and it did it again. The pump was administering vasoactive medications and the patient's systolic blood pressure sank into the 60's. We have since this at least 3 times now, with various controllers and these are less than a year old. All required a battery reconditioning to recover the unit, and we are in the process of sending them in for further evaluation."